Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the plan was to replace the ins. The patient had not yet been scheduled for surgery to the rep's knowledge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted by a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged due to noncompliance. The rep performed the antenna locator feature (al) and cleared the power on reset (por) message. Additional information was reported that the patient is unable to keep a charge in her battery after it was restarted approximately one month ago. She can get it to charge to 3/4 full, but it depletes in less than a day. The plan is to replace the ins battery with a new model. No further information was reported.